Event description:
Alleged event: the elastics are shredding and they are very thin. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot number 73c1500433 did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.